Manufacturer narrative:
Analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The glass cap showed devitrification. The metal cap showed burnt on detritus and devitrification of the cap at the output window. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. The fiber/cap condition could also result in forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
It was reported the laser would go into standby mode with error message of excessive fiber use at 82,283 joules of use during a prostate procedure. The case was completed using a second fiber without further issue. The pt was reported to be "ok".